Event description:
The facility's clinical educator reported an incident with a colleague triple channel pump. The pump was infusing prostaglandin (pge1) at a rate of 0.5ml/hr. The pt had a heart defect and was reported to be on prostaglandin and on the pump for weeks, to keep "the duct opened". Prostaglandin was being infused on channel b. Channel a was infusing an unknown medication at approximate rate of 5ml/hr. The IV tubing from channel b was connected to a stopcock, which was left closed / turned of to the pump. Reportedly, the pump did not alarm for occlusion and did not indicate the pt was not getting the medication. The pt experienced "some desaturations with the medication being off". Once the problem was discovered was infusion was restarted, the pt was "fine".